Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force on any bur or blade. Excessive force may result in unusual stress conditions and subsequent breakage or fracture of the bur or blade". Evaluation of the returned shaver blade finds the product to be within design specifications. The outer blade has some burrs along the sharp inside cutting edges of the cannulation and the inner surface shows annular wear on the distal end. The fracture surface appears to have post-fracture damage which obfuscates artifacts that could have suggested a failure cause and a possible fracture origin. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent procedure utilizing a full radius shaver blade on (B)(6), 2011. During the procedure, the inner tip of the shaver blade fractured and fell into the patient's wound. The fractured piece was retrieved and another shaver blade was used to complete the procedure.